Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin was not observed to be dripping out of the cartridge tubing during the load fill tubing sequence. Reportedly, a cartridge change was performed to address the issue. Customer's blood glucose level was 122 mg/dl.